Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the (B)(6) 2013 and performed to specification up to and including the last log entry on the (B)(6) 2016. The device user accessible memory was erased after the last manual power up. The returned pad-pak was inserted into the device and the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green. A test shock was delivered without fault and an acceptable measurement was recorded. Investigation found no fault with the returned device. The device performed to specification throughout the history log and during testing at heartsine. The shock key was inspected and tested with no fault found. There was a manual power up recorded in the history log, if the shock key had been stuck this would have been detected either during the manual power up or during the weekly self-test resulting in the device failing a self-test. There were no self-test fails recorded in the history log.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Shock button not functioning.